Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states that the enteral feeding pump's lcd was not working during testing. No patient was involved.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed and the customer states ¿¿ the unit was triaged and the reported condition was confirmed. Only small illegible patches were observed on the display. The unit was disassembled and inspected. The display glass was found to be chipped on the top corners and a small patch of corrosion was found on the lower display pcb traces. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.